Event description:
It was reported that upon interrogation, an alert was found due to device reset. The device was in backup vvi mode with no defibrillation capabilities and was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.